Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 09/14/24 to 09/19/24 where the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) to 41 mg/dl. The low bg causes were not known. On 09/14/24, the customer unable to walk because of the low bg level and received third party assistance from a nurse practitioner at work, who provided apple juice to address low bg level. For all the other low bg events, the customer consumed glucose tablets and carbohydrates to address bg. Reportedly, the pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.